Event description:
Pt had mitral valve replacement in (B)(6) 2012. On (B)(6) 2013, pt had clinical follow up with color doppler echo. Thrombosis was found around the mitral valve prosthesis. Anticoagulation meds were increased and the pt was scheduled for re-operation. It was planned to explant the valve and implant a new prosthesis. Re-op took place on (B)(6) 2013. The surgeon inspected the valve and decided to explant the valve, clean/remove the thrombus, and then he re-implanted the valve. The pt is stable and recovered. The surgeon provided photos of the valve taken during the re-op. Although the surgeon stated this is not valve related, and in his view not an adverse event, it is by definition valve-related and is an adverse event, per iso 5840 objective performance criteria and in the aats/sts guidelines. Therefore, it is reportable on the MDR.

Manufacturer narrative:
The device was not explanted. The thrombus was cleaned from the valve and the valve was left in place. Therefore, the valve was not available for investigation. The reference above to visual examination and photographs was from the surgeon's review during the re-op and his photographs of the valve. This information was reported to on-x at the time the event was reported to us. Once (or if) the valve serial number is reported to us, a follow-up MDR will be provided. Mitral valve thrombosis is an expected event and occurs well-within the expected rate. There are no trends toward increasing events.